Event description:
A talent stent graft system was implanted in a pt emergently for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was small in diameter arteries and severely calcified. The talent bifurcate stent graft was implanted at the level of the renal arteries from the right side with much difficulty after the 1st attempt and subsequent pta of the aortic bifurcation bilaterally with the "kissing balloon" technique. An iw1412c90xh was positioned without difficulty from the left to complete the case. It was reported upon removal of the bifurcated stent graft system a small amount of intimal tissue affixed to the end of the delivery system. The physician elected to use another MFR's covered stent to repair this area. Post implant angiogram demonstrated successful aneurysm exclusion and the arteries were patent. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval codes, results: arterial trauma/dissection/perforation. Conclusions: small in diameter vessels and severely calcified.